Event description:
An umbilical artery catheter (uac) was placed in neonate in anticipation of frequent blood draws. Per chest/abdominal x-ray, uac coursed cephalad into the chest where it turned back upon itself with tip directed inferiorly and projected over the inferior endplate of t9. The uac was pulled back 9 cm to 10 cm marking without complication. Repeat chest x-ray demonstrated line still coiled itself in low position. The line was subsequently discontinued. Addendum: there have been a total of three events, in the past week, in which the uac coiled back on itself.